Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 18-apr-2025 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received on a piece of foam. A bag labelled with the product serial number was also received.during a visual inspection, the device was inspected under magnification. The lens was received cut in half with the pieces stuck together and coated in viscoelastic residue and what appears to be dried blood. The lens halves were cleaned and unstuck revealing no issues with the lens that could cause or contribute to the complaint issue reported. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The dxw375 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Due to complaints of blurry vision and a .25 myopic miss, the iol was explanted in a secondary surgical procedure and replaced with a dxw375 25.0 diopter iol. There was no patient injury, no medical intervention, and no surgical intervention during the lens exchange procedure. Patient prognosis post lens exchange was reported as doing good. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.